Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject devices have been received and are currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 25, 2015, reporting that the surgery was performed on the right ankle. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject devices (three unknown locking screws). The products were returned with the complaint condition of ¿hindfoot arthrodesis nail (han) toggling and non-union at the joint¿ and were received intact showing wear. The two reported 6.0mm locking screw show significant deformation in the form of flattened and rolled threads with a concentrated area of deformation approximately 23mm to 41mm from the distal tip. The reported 5.0mm locking screw also shows flattened threads and a concentrated deformation of the threads approximately 10mm to 14mm from the distal tip. The three stardrive recesses each show residue and worn edges consistent with implant and subsequent explant approximately two years later. While the part numbers cannot be definitively determined due to the damage, based on the reported information and features on the returned implants, the most probable part numbers for the locking screws are 04.005.680 (quantity 2) and 04.005.518 (quantity 1). A review of the current design drawings was performed. During the investigation no product design issues or discrepancies, outside the noted damage, were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. The subject device implants are part of the titanium cannulated hindfoot arthrodesis nail-ex system. This system is intended to facilitate tibiotalocalcaneal arthrodesis to treat a variety of conditions. Information is provided per the titanium cannulated hindfoot arthrodesis nail technique guide. The received screws show significant wear at the expected nail and screw interface. Thus, the reported loosening of the construct and received implants are consistent with the result of wear of the implants after surgery leading to a cycle of implant deformation and loosening. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. Thus, since the conditions over the two years of implant are unknown, the root cause could not be determined. The complaint condition is unconfirmed as x-rays were not available to review the reported non-union and replication of the condition is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for three (3) unknown screws. The original implant procedure was performed on an unknown date over two (2) years ago. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was scheduled for (B)(6), 2015 for a hindfoot arthrodesis nailing (han) that toggled. The foot was originally reduced with two (2) screws posterior to anterior and one (1) proximal in a 180mm nail. The ankle area was widened with toggling. X-rays taken on an unknown date showed a non-union at the joint. The surgeon planned to remove the han and implant a bone graft of vivigen cellular bone matrix and vancomycin beads and insert an upside down tibia nail with a lateral titanium humerus plate for added support. The procedure was completed on the scheduled date, but details are unavailable at this time. This report is for three (3) unknown screws. This report is 2 of 2 for com (B)(4).